Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017 due to cancer. The cause of death was cancer. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl before the time of death. The customer's blood glucose was high due to the cancer attacking their body, and they were not able to control it very well. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing per health care professional's request. The customer was not using sensors. The caller declined to return the insulin pump for analysis.